Manufacturer narrative:
Note: it was unclear which of the two wires had the reported tip detachment at the time of report submission. The complaint device may have the following device information: batch/lot: 22167861; exp. Date: 05/23/2020; unique identifier: (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the left posterior tibial artery. Two 300cm angled tip v-14 control wires were selected for use. However, during procedure, a small fragment of the nitrol tip from one of the wires sheared off in the subcutaneous tissue on left calf.